Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. By ¿cut the piece,¿ was this referring to the tissue or the washer? Was a complete transection of the cutting washer visually confirmed? Can you please confirm if the issue after firing was bleeding or a leak, or both? What was the total estimated blood loss (ml)? Was a transfusion required? Is the colostomy temporary or permanent? What is the current status of the patient? Can you please confirm that the device was discarded?

Event description:
It was reported that in the anterior rectal resection surgery, with low anastomosis, section with a contour stapler was performed, without intercurrences. When performing the anastomosis with a circular stapler 29, it inserted the staples and cut the piece, but there was no closure of the staples. There was hemorrhage from the anastomosis, and during mild manipulation it was easily ruptured, where it was possible to visualize the open staples in the rectal portion. There was no stapling. It was necessary to perform the closure of the rectal stump manually, and to make a terminal colostomy, implying an increase in morbidity for the patient. There was harm to the patient during use.